Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of chronic type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system after a total arch replacement with elephant trunk. The first ctagac was implanted relined from the elephant trunk and the second ctagac was extended to the descending aorta. A slight endoleak was noted after device implantation, but the procedure was completed without balloon molding. On (B)(6) 2023, follow-up CT examination showed a proximal type I endoleak from the proximal ctagac. On (B)(6) 2023, reintervention was performed and additional stent graft was implanted into the proximal side. The left subclavian artery was partially covered as planned. The endoleak was resolved. Reportedly that the proximal side of ctagac was located on the anastomosis site of the inner curvature of the aorta. There might have been a lack of device apposition at that site. It is also reported that the proximal landing zone got shortened by utilizing the angulation control after deployment.

Manufacturer narrative:
Emdr section h6, codes b, c, d updated to reflect results of investigation.